Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced diaphragmatic stimulation shortly after implant. The lead was repositioned. It was further reported that the patient returned to the clinic for diaphragmatic stim. The lead was again repositioned. It was also reported that there was no capture in unipolar and "elevated" capture in bipolar modes. The lead remains in use. No patient complications were reported as a result of this event.